Event description:
Information received from the field notes that the pacemaker pocket was starting to erode. The physician opened the pocket to place a parsonnet pouch around the pacemaker. Possible exposure to electrocautery was reported.